Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 02/08/2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint loss of connection was confirmed via data. The root cause could not be determined via data.